Manufacturer narrative:
(B)(4). The device was manufactured april 9, 2015- april 10, 2015. The device was received for evaluation. Visual inspection noted that the cap was missing from the overpouch. The reported condition could not be verified, however, as the overpouch had been opened. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap was missing from a small volume infusor. This was noted before use. There was no patient involvement. No additional information is available.